Event description:
It was reported that after the iab was inserted without incident and in use for 15 hours, the balloon ruptured. The iab was removed and a replacement was not indicated. There were no pt complications.

Event description:
It was reported that after the iab was inserted without incident and in use for 15 hours, the balloon ruptured. The iab was removed and a replacement was not indicated. There were no pt complications.